Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer's allegation was confirmed. It was determined that an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, a probable cause was that the cable was broken because water entered from the connector. Since no damage was found on the connector appearance, the cause of water immersion could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was not displayed because communication failure occurred due to faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was no image from the 4k autoclavable camera head and color bars remain after connecting to the camera. There was no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: that the camera was not recognized by the video system and color bars remain after connecting the camera (no image from the camera) due to faulty cable, failed leak test on camera head connector, and faded label on rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.